Manufacturer narrative:
D4 - unique identifier (UDI)#: (B)(4) should be added to the intial MDR. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+1.5/108 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6)2022 . The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.